Event description:
The customer reported that a drop of blue fluid had leaked from the coulter lh 500 hematology analyzer after shutdown. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he removed and reattached tubing on bsv ports 9, 11 and 15. (B)(4).